Manufacturer narrative:
Intuitive has received the green sureform60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure. Log review showed that this reload was fired partially. The knife of the reload was found with an indentation to the blade edge. Log shows the reload was fired to ~95% completion. There was no damage observed to the cartridge body or inner knife track. The cover was removed and molded biodebris was observed along the reload length. Biodebris/tissue was observed around the shuttle and knife, as well as lodged at the distal end of the reload. Once cleaned, the blade was removed and microscopically inspected. Inspection revealed a large mechanical indentation towards the center of the cutting edge. Damage to the blade is commonly caused by firing across obstruction or hard object. Shuttle was removed and no damage was observed. Additional observation was multiple pushers localized to the distal end showed deformed edges. Probable cause of deformation to pushers is from hard objects dragging across the surface of the reload during the firing. Intuitive has received the 1st surefrom 60 stapler instrument associated with this complaint and completed investigations. Upon visual and microscopic inspection, no damage was found at the wrist assembly. No damage was observed to the I-beam assembly. The instrument was placed system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp* and fire test passed on test sheet. Staple formation on test sheet was proper. This instrument was fired 2 times during the procedure using 1 green a 1 black reload. Both firings resulted in partial fires at 95%, and 90% completion, respectively. For further testing, the stapler was re-installed on an in-house system and engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet. Firing was successful with no pauses for compression. A second black reload was fired onto hi-challenge test foam in attempts to replicate the reported complaint of tissue pushout. There was one pause for compression prior to 10mm of completion, however the firing was successfully completed. Staples and cut line were properly formed. The main tube was manually rotated, and no increased or abnormal friction was observed. Steering cables and drive cables appear in-tact and properly tensioned. The housing was removed, and stapler I-beam extended for inspection. The tissue gap measurement was 0.1114" with the I-beam extended to between the 10 and 20mm marks of the channel side of the jaws. No damage or lodged components were observed within the I-beam assembly or stapler jaws. The stapler was able to clamp, fire, and unclamp successfully in-house. The first black reload tissue pushout event will be reported against patient identifier (B)(6). The second black reload tissue pushout event will be reported against patient identifier (B)(6). Logs show sureform stapler 60 instrument part number 480460-09, ln l10230113-0017, was used first, and it was installed on the system 3x and fired 2 reloads (1 green, followed by 1 black). On install 1, the first two clamp attempts were successful, but were followed by a firing failure. The firing stopped at about 95% completion, after a duration of about 39 seconds. The instrument was unclamped and re-installed. On install 2, no clamping or firing was attempted. On install 3, the first clamp was aborted by the user at about 49% completion. The next clamp was successful but was followed by a firing failure. The firing stopped at about 90% completion, after a duration of 53 seconds. The user then initiated a force fired, however that was also incomplete. The force fire stopped at about 99% completion after an additional 2 seconds. This force fire failure shows in the logs as error code. The instrument was then removed and not used again in the procedure. Logs show sureform stapler 60 instrument part number 480460-09, ln l10230113-0014, was installed on the system 1x and fired 1 black reload. On the only install, the system failed to detect the reload color, and the user manually selected the black reload. The first clamp was aborted by the user at about 64% completion. The next clamp was successful but was followed by a firing failure. The firing stopped at about 71% completion, after a duration of 37 seconds. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. A clinical development engineer (cde) reviewed the images, partially transected tissue with a pile of malformed and unformed staples was visualized, along with some bleeding. The images do appear to be consistent with tissue pushout though difficult to confirm without video. This is commonly attributed to stapling across an existing staple line. The sureform stapler instrument user manual has warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption like we see in these images.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure while using two sureform 60 stapler instruments, pushout events occurred. The surgeon was stapling the antrum of the stomach, and tissue pushouts had occurred. These occurred on fires one, two, and three with one green reload and two black reloads. All three reloads experienced tissue too thick errors. The surgeon fired the green reload and the black reload with the first sureform60 stapler instrument. The surgeon switched to a second sureform60 stapler instrument and fired with a black reload, but the issue persisted. The surgeon did not encounter any obstructions between the instrument's jaws. There were no clamping issues before firing. The surgeon had to over-sew the posterior gastrotomy that was made as the result of the stapling issues. The surgeon opened an echelon stapler, and his bedside assistant fired the stapler three times with three green reloads over the existing staple line to correct the issue. The procedure was completed robotically. The patient was discharged from the hospital postoperatively on day two. No post-operative complications were experienced.